Event description:
It was reported that incorrect value was observed during use. There were no patient complications reported.

Manufacturer narrative:
Received one pressure monitoring kit, which contained (2) dpts with pressure tubing and terumo 5ml syringe both dpts zeroed and sensed pressure accurately on the pressure monitor. The electrical testing showed that the dpt electronic components were intact because both input impedance and output impedance were within specifications. The zero-offset also met specifications. Corrosion was observed at #1, #4, and #5 contact plates of the dpt cable connector. It was most likely that the corrosion was caused by moisture or liquid/saline during use. The moisture or liquid had caused electrical short condition or incorrect pressure value as a result. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient¿s clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It could not be determined if any clinical factors may have contributed to the event. No further actions will be taken at this time.